Event description:
The customer reported the system displayed a file corruption error. This could cause the system to no boot or lock up. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and reformatted the hard drive and reloaded system software and calibration files. The system operates as intended.